Manufacturer narrative:
A ge service representative performed an on site investigation. All circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended. The system was then found to be operating as intended.

Event description:
The customer reported that the screens were intermittently going black during a procedure. This resulted in a loss of the live image. There is no report of patient injury.